Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had partial display and did not able to read what shows on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, device powered up with an unreadable white display. After further review, the circuitry located to the right of the lcd controller has multiple cracks in it. Unable to perform the displacement, and self tests due to the display anomaly.